Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported on (B)(6) 2023, that when using rfn-a the threaded portion of the t25 screwdriver retention pin snapped off inside the screw there was no surgical delay. The procedure was successfully completed. Screw remained inside of patient. Fragments were generated and were not easily removed without addition intervention. There were no patient consequences. Concomitant device reported- unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown). Unk - screwdrivers (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) retention pin w/quick-coupl hex 12 short. This is report 1 of 1 for complaint (B)(4).